Manufacturer narrative:
Medwatch field d4 expiration date was updated. The investigation was unable to determine a specific root cause.

Event description:
There was an allegation of questionable elecsys folate iii results from the cobas e 801 module. The samples were repeated on another analyzer. Sample 1 initial result was 3.1 ng/ml and the repeat result was 2.1 ng/ml. Sample 2 initial result was 3.4 ng/ml and the repeat result was 5.2 ng/ml. Sample 3 initial result was 2.5 ng/ml and the repeat result was 3.3 ng/ml. Sample 4 initial result was 1.5 ng/ml and the repeat result was 2.4 ng/ml. Sample 5 initial result was 1.8 ng/ml and the repeat result was 2.5 ng/ml. Sample 6 initial result was 2.0 ng/ml and the repeat result was 3.0 ng/ml.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6) the investigation is ongoing.